Manufacturer narrative:
Follow-up #1 and final report submitted to update sections d.3, g.1, g.4, g.7, h.2, h.3, h.6, h.10 and h.11 based on the results of investigation. Mics handle fell off. Case type: tka. Product inspection. Mics-209063 sn#(B)(6) RMA#281888. Inspected per d06917 and determined failure of the following test step. Sec# 7.1.2. Visual broken handle. Disposition: rtv. Inspected by: (B)(4). Device history review device history records indicate (B)(4) devices were manufactured under prodex lot k0bw2 and all 25 devices were accepted into final stock on 10/03/2018. No non-conformances were identified during inspection. Complaint history review. A review of complaints in catsweb and trackwise related to p/n 209063, lot number 42040918 shows no additional complaints related to the failure in this investigation. Conclusion. The alleged failure mode was confirmed. No additional investigation or specific actions are required.

Event description:
Mics handle fell off. Case type: tka.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Mics handle fell off. Case type: tka.